Event description:
During a stenting procedure in the left renal artery, the stent deployed slightly distal to where it was intended to be placed, and therefore, the lesion was not fully covered. A second genesis stent was deployed at the target site to cover the lesion, with excellent results. A femoral approach was used. The lesion was approximately 10 mm in length and approximately 7.3mm in diameter. There was no calcification or tortuosity. The lesion was 90% stenosed. No predilatation was performed prior to stenting. There were no anomalies noted in the product prior to use or during prepping. An 8f guide was advanced across the lesion, and the sds was advanced through the guide to the lesion. The guide was then pulled back to expose the sds at the lesion for deployment.